Event description:
The manufacturer received information alleging a ventilator service alarm occurred during use. There was no harm or injury reported. No medical intervention was specified. During the evaluation of the device at the manufacturer's service center, the alleged malfunction was confirmed. The evaluation determined the pressure sensor to monitor the supplied oxygen pressure caused the alarm. The obm and pressure sensor were replaced. Final tests, battery test, valve check, and run in tests confirmed the device operates properly.